Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility reported that a blood leak was observed at the start of a patient's hemodialysis treatment. The blood leak was noted as being an external dialyzer leak. The blood was leaking from a crack observed in the header of the dialyzer. Blood test strips were not used. The machine did not alarm. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The complaint device is not available for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.